Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she was hospitalized for high blood glucose levels. The customer wanted to know why she was experiencing high blood glucose levels between 7:00 and 8:00 pm every night. The customer was unable to troubleshoot at the time of the call, and disconnected the call. Nothing further was reported.